Event description:
Covidien received a report that alleged a n-560 did not alarm during a coding event of a pt. Pt was found hypoxic, pt was treated and recovered. Alarms and audio of the unit were working after they found the pt. It was further learned on (B)(4) 2012, that the facility biomed investigated the unit and he did not find any failures. He stated that the issue was due to human error and stated that the monitor's parameters were not set properly, however, the caller could not provide further info about the parameter settings in use at that time.

Manufacturer narrative:
Covidien has made multiple attempts to obtain additional info. Customer declined returning the unit for eval.